Event description:
It was reported that a vns patient had died. Cause of death unknown. Date of death unknown therefore used month of reported event. Relationship to their vns unknown. The patient has not been seen by their past neurologist since 2006 and unknown who the patient was seeing for their vns care. Sudep cannot be ruled out at this time as no further information is known about their death.